Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed the core wire of the guidewire was broken, curved slightly leading up to the break, and protruding from the coiled wire. The entire length of the coiled wire of the guidewire appeared to be tightly coiled, except at the location of the protruding core wire. No details of this location in the coiled wire and no details of the break in the core wire could be discerned from the returned photograph. The distal end of the coiled wire was observed to be more lustrous compared to the rest of the wire, which suggests that weld tip of the guidewire was intact; however, this could not be confirmed from inspection of the returned photograph. Additionally, the other end of the guidewire was not visible in the returned photograph; therefore, it could not be confirmed if both weld tips were present from inspection of the returned photograph. While the core wire of the guidewire was observed to be broken, it was not possible to determine the cause of the break from inspection of the returned photograph, and it could not be determined if pieces of the guidewire were missing as only a portion of the guidewire could be seen in the returned photograph. Furthermore, it could not be determined if the observed break in the guidewire was related to the report of the patient¿s death, and no clinical information or data was provided to suggest the guidewire break contributed to the patient¿s death. No batch information was received from the customer and, consequently, it was not possible to perform a historical review of similar complaints nor was it possible to perform a review of manufacturing records and processes for the batch involved. Additional information has been requested from the complainant, and this evaluation will be updated upon receipt of a physical sample for evaluation and/or any additional information provided. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Patients need to enter the chemotherapy drugs, so the placement nurse ultrasound under the placement of groshong, the use of puncture and the use of the guide wire into the blood vessel are very smooth, before the delivery of the guide wire intact, withdrawn after the discovery of the winding wire scattered, the length of the leading wire measured 34.7cm. The patient went into critical care with acute heart failure the night after placement, whether it was related to the guidewire is currently unknown. Additional information received 12/24/2024: at present, it is not possible to confirm whether there are fragments in the patient's body, the patient has passed away.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The customer reported the patient passed away but did not provide the patient's date of death. The date in this report is the date bd became aware of the patient's death. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Patients need to enter the chemotherapy drugs, so the placement nurse ultrasound under the placement of groshong, the use of puncture and the use of the guide wire into the blood vessel are very smooth, before the delivery of the guide wire intact, withdrawn after the discovery of the winding wire scattered, the length of the leading wire measured 34.7cm. The patient went into critical care with acute heart failure the night after placement, whether it was related to the guidewire is currently unknown. Additional information received on 12/24/2024: at present, it is not possible to confirm whether there are fragments in the patient's body, the patient has passed away.